Event description:
New information received noted that there was a recurrence of noise oversensing in the right atrial lead which resulted in inappropriate mode switch on (B)(6) 2025. The noise was reproduced when the patient's left arm was crossed over the chest. No intervention was performed. The patient was stable.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited noise oversensing which resulted in inappropriate mode switch. No intervention was performed. The patient was stable.

Event description:
New information received noted there was a recurrence of noise oversensing in the right atrial lead which resulted in inappropriate mode switch on 15 oct 2025. No programming changes were made and will continue to monitor the lead. The patient was stable.